Event description:
Per the clinic, the patient experienced a decline in performance. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).